Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted however, had a stripped battery cap coin slot. The insulin pump properly communicated with the test minilink transmitter and tested with glucose sensor simulator. No weak signal alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they were unable to remove the battery cap to replace the battery. The customer reported receiving a low battery alarm before attempting to remove the battery cap. Customer stated they have attempted to remove the battery cap several times, but was unable to. The customer's blood glucose was 40 mg/dl at the time of incident. Customer treated their low blood glucose with food. Customer also reported their blood glucose was 60 mg/dl before declining to 40 mg/dl. Troubleshooting found the battery cap could not be removed with a screwdriver. The customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.